Event description:
Patient representative later reported "bottoming out of the breast."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, d1, d2a, d4, d6a, g2, h4, h6.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.reason for reoperation: capsular contracture, grade 3-4.

Event description:
Patient representative reported, pain and capsular contracture, baker iii-IV. This relates to the left side. Device has been explanted. Unknown if replaced.